Event description:
Unomedical reference number 1906954. Event occurred in the united states. On 09-mar-2024, it was reported that the patient experienced an occlusion issue, with approximately 15 different occlusions occurring from (B)(6) 2024 through (B)(6) 2024. Occlusion troubleshooting indicated an issue with the infusion set site. The occlusion issue caused the patient's blood glucose (bg) to exceed 500 mg/dl (27.7 mmol/l) or the continuous glucose monitor (cgm) to read "high." The patient took corrective action by administering a correction injection via multiple daily injections (mdi). There were no injuries reported, but the patient did have trace ketones. The healthcare professional (hcp) did not identify the ketone level as dangerous or life-threatening. The patient noticed symptoms within 3 hours of insertion, and the site was in use for less than 72 hours. The site was inserted in the abdomen, and the patient regularly rotated site locations. The site area was not impacted, and the patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient resolved the issue by changing the soft cannula infusion set, which completely stopped the occlusions. No further information available.